Event description:
It was reported that the implantable pulse generator (ipg) device was explanted due to an infection resulting in endocarditis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).